Event description:
It was reported that approximately two months after the device was implanted, the patient developed a pocket infection and the device was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.